Manufacturer narrative:
Vyaire file identification: (B)(4). Field service technician went onsite and evaluated the device. Technician found out xdcr fault and dead battery. Technician replaced the main pcb and front panel assembly. Installed pm kit and o2 cell, performed ovp then all tested well according to factory specifications.

Event description:
The customer reported transducer fault on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.